Event description:
On (B)(6) 2012, the patient contacted animas to report a date/time reset issue. In addition, the subject pump showed no record of basal delivery from 11:02 pm to 12 am while the subject pump was programmed to deliver 1.70 units from 3 pm to 12 am. The patient is (B)(6)weeks pregnant and has been waking up with blood glucose of over 150 mg/dl. Her blood glucose has gone as high as 300 mg/dl while she reported of symptoms described as blurred vision, sweating and feeling tired. She took insulin via syringe to decrease her blood glucose at the time of concern. Yesterday her insulin pump reset to the default date and time after she replaced the battery. The date and time was not accurately set and reportedly was one day behind. The contributing factor to the patient's alleged blood glucose reportedly was contributed to her pregnancy. The patient is currently working with her hcp to adjust her basal insulin regimen accordingly. This complaint is being reported due to the alleged incorrect date issue and possible insulin delivery issue. The patient's condition did not meet animas criteria of a serious injury. It is not clear whether the reported issues were due to use error or a product malfunction. The products were requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to confirm or duplicate the complaint.